Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. The sample was returned to baxter and underwent a visual examination as well as a performance test. No abnormalities were noted during testing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during initial drain. The hp would start over with new supplies and contact her nurse. Baxter product surveillance (bps) contacted the hp on (B)(6) 2011. She stated that after she started over with new supplies, therapy went well. She did not notice anything unusual about her supplies. She had not yet contacted her nurse regarding the issue. Therapy has been going well since, and there were no adverse effects reported to be caused by this event. Bps contacted the registered nurse on (B)(6) 2011. She was not aware of the alarm and stated that she was not aware of any adverse effects. The nurse said that as far as she knew, the patient had been completing therapy successfully. There was patient involvement, but no medical intervention or serious injury reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.